Event description:
Pt presented for a revision of a failed de quervain's release performed on (B)(6) 2009. On (B)(6) 2010, the physician performed a complete tenolysis of the left abductor pollicis longus and extensor pollicis brevis due to peritendinous adhesions and a reconstruction of the left first extensor compartment. The mta protective sheet was sutured to the remnant with 4-0 ethibond sutures, wrapped around the tendons and sutured to itself with 4-0 vicryl sutures. The pt presented 7 days post-op with possible superficial wound infection (hyperemia surrounding wound incision and serous drainage) and antibiotics were prescribed. At 13 days post-op the physician noted no evidence of injection. The incision was well healed with slight erythema and sutures were removed. Antibiotics were prescribed for possible cellulitis. Physical examination demonstrated that pt could fully oppose the thumb to the fifth metacarpal head. Pt was seen for f/u 18 days post-op and had no complaints of pain, antibiotics finished, doing very well, but having wound healing difficulties and prescribed saline wet-to-dry dressing changes. At 6 weeks post-op physician gave pt release to return to work in a sedentary basis with no repetitive motion and this was noted as a permanent restriction. Pt felt markedly improved after surgery and was to f/u with physician on as needed basis. Pt presented to physician 8 months after surgery with recurrent swelling over left first extensor compartment. Physician diagnosed as left first extensor compartment foreign body tenosynovitis, instability left first extensor compartment. Pt consented to excision of implant. A granulomatosis appearing tissue and the implant were excised on (B)(6) 2011. Physician noted that no sutures were visible at time of explant. As of the last visit reported, pt had no complaints and the incision was clean, dry and intact.

Manufacturer narrative:
Mfg device history records were evaluated and no deviations or abnormalities were noted. The lot passed release criteria specs. An internal investigation has noted that the physician used a 4-0 vicryl resorbable suture. The instructions for use for mta protective sheet, states under "recommended techniques" that a non-absorbable suture be used with the smallest needle suture combination appropriate for the application. Since the physician is using an absorbable suture during the procedure it is not possible to determine if the implant remained in the same location as originally implanted. Pt was treated with multiple courses of antibiotics and saline wet-to-dry dressing changes in response to conditions of cellulitis, difficult wound healing and erythema. The cause(s) for these conditions could not be determined from the available info. The physician reported that alcohol wipes were used pre-op during the (B)(6) 2010 procedure. Info is not available to determine if the alcohol wipes used were from the lots of alcohol wipes recalled in 01/2011. Currently, it is unk if the device caused or contributed to the event.